Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported error code 133.6090 was confirmed during the review of the error log as well as the observed error code 121.2070.2; however, the reported error code 133.6090 was not able to be replicated during laboratory testing. A basic test infusion was programmed and ran for approximately 8 hours only with the battery power. The infusion completed successfully without any issues passing the functionality test. Alaris system maintenance (asm) preventative maintenance (pm) testing was performed on the suspect pcu. The asm pm task completed successfully without any observed errors or malfunctions. A review of the suspect pcu event log showed error code 133.6090 occurred on (B)(6) 2025 at 5:59 am as well as the error code 121.2070.2 (comm_no_response_failure). The error occurred once upon being powered on. The error log review of the suspect pcu showed the error code 133.6080 occurred eleven (11) times alongside error code 121.2070.2 between (B)(6) 2025 and (B)(6) 2025. The battery log showed that the device was unplugged to ac since (B)(6) 2025 to (B)(6) 2025. The system error code 133.6080 can occur when the super capacitor (c245) on the logic board is discharged and the pcu is not connected to an ac power source for an extended period. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.